Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "palpable hardening" of the breast, capsular contracture baker grade iii-IV and rupture of the left device (discovered during explant surgery). Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "palpable hardening" of the breast, capsular contracture baker grade iii-IV and rupture of the left device (discovered during explant surgery). Device has been explanted and replaced.